Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a left side deflation." Device explanted. Left side.

Event description:
Healthcare professional reported "a left side deflation." Device explanted. Left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one linear opening, flat creases and black particles in device inner surface. Leak test and microscopic analysis was performed which identified one sharp opening and total delamination of plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening. Total delamination of plug strap disk shell assessed as adhesive failure. Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported "a left side deflation." Device explanted. Left side.